Event description:
I had an eye infection. At the time, I wasn't aware that there was a problem with the contact lens solution I was using at the time, amo complete moisture plus. Dose: lens case. Frequency: daily. Route: ophthalmic. Dates of use: 2003 - 2007. Dosis or reason for use: contact lens solution.